Event description:
It was reported that this device has delivered several inappropriate shocks. The patient was hospitalized at the time of the shocks due to dialysis no longer working. A boston scientific technical services consultant discussed the signal amplitude is very small with qrs and t-wave the same size and there is t-wave oversensing present. The consultant stated it appears that the inappropriate therapy is related to the patient's medical status, electrolyte imbalance and fluid status. The caller enabled smart pass and the device remains in primary vector. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.